Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample without original packaging or lot number was received for evaluation. After performing visual inspection per our procedure it was observed that the y-port is broken. By reviewing the process, a root cause could not be determined. Due to the amount of force to damage this equipment, the most likely cause is user misuse. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.

Manufacturer narrative:
Emdr evaluation codes: "leaking" code has been added.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the ng tube had a split at the bifurcation. Additional information received from the customer stated that the tube was broken at the bifurcation during use and leaking was noticed. The ng tube has been replaced. There was no patient harm reported.